Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 82.5cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the catheter was kinked and could not cross the lesion. The target lesion was located in the anterior descending branch. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the catheter was kinked and could not cross the lesion. The procedure was completed with another of the same device. No patient complications and the patient was stable post procedure. However, device analysis revealed that the hypotube shaft identified a break at 82.5cm distal to the distal end of the strain relief.